Event description:
It was reported by a customer that the tracheostomy cuff was observed to be losing air. No other information is available at this time. There is no report of patient injury or death associated with the reported issue.

Manufacturer narrative:
This supplemental MDR is to correct the product ID number, received from the manufacturer today. (B)(4).

Manufacturer narrative:
(B)(4)